Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the materials looked like plastic fiber and a seed. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ preparing the equipment for reprocessing_ equipment needed all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the nozzle is clogged with foreign material, the air/water cylinder has discoloration, the suction cylinder has discoloration, the up/down knob has a scratch, the right/left knob has a scratch, the switch box has a scratch, the forceps channel port has a dent, the scope connector case unit has a scratch, the scope cover unit has a scratch, the plug unit is damaged, the light guide lens has a crack, the bending tube is deformed, the connecting tube has a dent, the protector of universal cord on control section side has a cut and the universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii gastrointestinal videoscope to olympus repair center for evaluation of weak air/ water flow. During the evaluation, foreign material resembling a seed and plastic fibers was found inside the nozzle. The reported fault was likely a result of insufficient cleaning. No patient injury or harm has been reported. This report is being submitted to capture the clogged nozzle defect found during the repair evaluation.